Event description:
Patient received uf therapy for a period of 72 hours. During the treatment sessions the patient's serum creatinine increased from a pretreatment of 2.2 to 3.9. The therapy sessions were discontinued and the patient was maintained hospitalized 4 additional days until the serum creatinine levels decreased to their pre treatment levels. Dialysis was not required.